Event description:
Patient implanted with modular blade plate construct for a proximal femoral osteotomy developed non-union. Follow up x-rays showed the most distal screw as broken. The spiral blade is intact. Surgeon plans to revise patient.

Manufacturer narrative:
Add'l info has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.